Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade was scattering from before connecting and there was an anomaly of the product. The procedure was dacryocystorhinostomy (dcr) surgery. The procedure was completed with a backup device. The patient was alive with no injury.

Manufacturer narrative:
Analysis found that there was an anomaly however it could not be determined what the customer meant by ¿scattering¿. The inner cutter would spin however, the middle assembly was seized. There was no sign of dimensional interference between the middle and outer assemblies. If information is provided in the future, a supplemental report will be issued.